Event description:
The customer called into philips to report that the self-test does not pass. There was no reported patient involvement/adverse patient impact.

Event description:
The customer called into philips to report that the device was failing self-check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The field service engineer evaluated the device. The battery was found to be low in charge and could not be recharged. The battery is 6 years old. No further evaluation of the failed battery is warranted. A battery has been ordered for replacement. The device remains at the customer site.

Event description:
The customer called into philips to report that the device was failing self-check. There was no reported patient involvement.